Event description:
During robotic-assisted laparoscopic hysterectomy with bilateral salpingo oophorectomy, the vessel tissue sealer blade fell out and required retrieval from patient's abdomen and cessation of use of this tissue sealer. Or team completed procedure and patient transferred to pacu in stable condition. Device retrieved under normal circumstance during laparoscopic hysterectomy.